Event description:
It was reported that pre-procedure, the patient presented (B)(6) 2012 with st elevation and a thrombus in a de novo lesion in the proximal to mid left anterior descending (lad) coronary artery. The thrombus was extracted with an unspecified device, then a 3.5x12 xience v rx stent was successfully implanted at the target site. The patient returned on (B)(6) 2012 for a planned procedure to treat a lesion in the circumflex coronary artery; however, an angiogram revealed that the stent implanted (B)(6) 2012 was totally occluded due to a thrombus. The thrombosis was treated successfully via placement of a 3.5x23 xience v stent. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.